Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call of issues with their sensors. The customer states the enlite serter did not release the sensor. The customer states that after the second press, the needle hub was stuck in the serter. The customer's blood glucose level at the time of incident was 400mg/dl. Troubleshoot was conducted, and the customer is being sent out replacements.